Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the report from the service department of olympus europe se & co. Kg (oekg), omsc concluded that the reported phenomenon was attributed to the use of olympus non-designated lamp. Non-designated lamp often doesn¿t fit in a heat sink, leading to poor connection and failure of ignition. The reported phenomena were might have been displayed due to a poor connection by using non-designated lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomena which were the errors, e102, e103 occurring and no light or weak light and the frozen image with the long-term run test. It was found a non-olympus lamp, cermax use which lamp often do not fit snugly into the heat sink of the subject device and could often cause contact failures and thus ignition problems when this is used. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error codes, e102 or e103 which indicated the subject device was broken down was displayed sporadically during colonoscopies and during a polypectomy in the colon. The subject device had not worked until turning off and on. There was no light or the light strength was weak. Then user replaced the examination (xenon) lamp two times but it was not worked. The connection of endoscope which connected to the subject device was cleaned but the error occurred again. The intended examination time was longer due to this interruption. However, the main problem was that the image during the polypectomy was lost immediately after the ablation, so it was only possible to assess whether the ablation site was bleeding after a considerable delay. The intended procedure was completed with the subject device with turning off and on. There was no report of patient injury associated with the event.